Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the helix mechanism (sleeve head), there was blood in/on the helix mechanism and there was a tip seal observation.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that before the implant procedure, the helix retracted without problem. The lead was implanted, but then the helix would not deploy. The lead was removed and another lead was implanted without any difficulty. No patient complications were reported as a result of this event.

Event description:
It was reported that before the implant procedure, the helix retracted without problem. The lead was implanted, but then the helix would not deploy. The lead was removed and another lead was implanted without any difficulty. No patient complications were reported as a result of this event.